Event description:
The pt underwent a surgical procedure for disc decompression and nucleoplasty in 2004, using an unknown catheter. During the procedure the distal portion of the catheter broke off in the pt's spine. The broken piece remained in the pt until it was removed in 2004.

Manufacturer narrative:
Device is not being returned as this incident occurred in 2004. Therefore, no conclusion could be made for the reported device failure.